Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. Patient was unable to obtain an effective response to therapy. The system was explanted on (B)(6) 2023.